Manufacturer narrative:
We received the broken screws on 22.aug.2024. The investigation is currently ongoing to determine the root cause of the issue. DHR is conforming to the specification.

Event description:
During a surgery on (B)(6) 2024, 2 screws broke during insertion in the area of the fenestration hole when the screws passed through the pedicle. This happened on l4 (right side) and l5 (left side). Both sider were tapped with a 5mm tap. Broken tips were retrieved. The surgeon completed the surgery with other screws. The patient received additional anaesthesia. The surgery delay was approximately 90 minutes more. The patient is fine.

Event description:
During a surgery on (B)(6) 2024, 2 screws broke during insertion in the area of the fenestration hole when the screws passed through the pedicle. This happened on l4 (right side) and l5 (left side). Both sides were tapped with a 5mm tap. Broken tips were retrieved. The surgeon completed the surgery with other screws. The patient received additional anaesthesia. The surgery delay was approximately 90 minutes more. The patient is fine.

Manufacturer narrative:
After reception of the complaint, the device history record has been reviewed. The manufacturing process and the quality control documents were analyzed. It is confirmed that both screws were manufactured according to the predefined specifications and that there were no non-conformities observed during the production process. There have been in total 40 units of batch 7-9957 and (B)(4) units of batch 8-0175 produced, from which 4 units for the first batch number and (B)(4) units for the second batch number already have been implanted. This is the first complaint we received for each of these two batches. We received the screws, and we can clearly see that these broke at the holes after reception of the complaint, the device history record has been reviewed. The manufacturing process and the quality control documents were analyzed. It is confirmed that both screws were manufactured according to the predefined specifications and that there were no non-conformities observed during the production process. There have been in total 40 units of batch 7-9957 and (B)(4) units of batch 8-0175 produced, from which 4 units for the first batch number and 14 units for the second batch number already have been implanted. This is the first complaint we received for each of these two batches. We received the screws, and we can clearly see that these broke at the holes. A meeting was hold on (B)(6) 2024 to discuss the actions to take, and a second meeting was hold on 23 aug 2024. Afterwards, the following controls were performed: - 1 new unit of the batch 7-9957 and 1 new unit of batch 8-0175 were taken out of the stock and controlled for the following properties: · diameter of thread root/shape of thread · cannula diameter · perforation diameter · internal appearance of the cannula · perforation positions hese two units are found to be conform to the specifications. No deviation observed. - the r&d conducted functionality tests on screws from the same range, by inserting three different screws with a diameter 5.5 and lengths of 40 or 45 in pcf30/15 (bone realistic), pcf30 (hard bone) and pcf40 (very hard bone). From these tests, it is observed that it seems that the fracture occurs at the start of the screwing process in very hard bone. This breakage can be combined with the bending forces applied when screwing: this may explain why longer screws are more prone to breakage. A pre-tapped screw limits the torque significantly and allowed to reach 7-8nm at the end of the screw without breaking. - the complained screws were sent to the examination laboratory critt in order to do an inspection of the breakage site, but we did not yet receive the report. The root cause of this complaint and the actions to implement will be investigated by CAPA-1347.